Event description:
It was reported that during a lumbar laminectomy procedure, the screw fell into the wound. The physician retrieved the screw without any delay or complications. There was no pt injury but there could be a potential for pt injury as reported.